Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was having power issues. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 08/21/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not were unable to provide the additional device information. Bedside monitor. Model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the multigas unit was having power issues. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was having power issues. Not in patient use. Investigation conclusion: the evaluation of the returned device shows that this complaint is not confirmed. Therefore, the root cause of the reported issue could not be determined. No further investigation will be performed. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 08/21/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not were unable to provide the additional device information. Bedside monitor. Model: ni. Sn: ni. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer.

Event description:
The biomedical engineer (bme) reported that the multigas unit was having power issues. Not in patient use.